Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. A reportable problem (would not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit connector was damaged. The cause of the inability to power on is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned battery charger/modem sn (B)(4) for an unrelated issue.